Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician concerning a 73-year-old female patient. The medical history of the patient included gerd, hypertension, high cholesterol, rheumatoid arthritis, coronary artery disease, allergy to ancef, lipitor, crestor, plavix, pravastatin, cimzia, nifedipine, iodine and trilipix. The patient underwent dental cleaning twice per year. Concomitant medications included simponi [golimumab] for rheumatoid arthritis and clonidine [clonidine], lutein [lutein], clonazepam [clonazepam], pantoprazole [pantoprazole], hydralazine [hydralazine], metoprolol [metoprolol], compounded tirzepatide [tirzepatide], asa [acetylsalicylic acid] and repatha [evolocumab] sure click for unknown indication. In the fall of 2024, the patient received a flu vaccine. The patient had previously received filler treatment with restylane-l to lip lines on (B)(6) 2024, with no reported adverse effects. On (B)(6) 2025, the patient received treatments with 1 ml of restylane-l (lot 22655, expiry date 30-apr-2027), 0.5 ml to each side around the lips, 1 ml of restylane refyne (lot 21957, expiry date 30-sep-2025), 0.5 ml to each side of marionettes and 1 ml of restylane kysse (lot 22502, expiry date 31-may-2026), 0.5 ml of melolabial folds using cannula and needle with unknown injection technique for the indication of rhytids. Restylane kysse was injected to melolabial fold (off label use of device). Restylane-l, restylane kysse and restylane refyne were injected using cannula (intentional device misuse). On (B)(6) 2025, the patient developed a moderate infection (implant site infection) on the right side of the face. According to the reporting hcp, the patient was not hospitalized and did not experience permanent impairment. On (B)(6) 2025, the patient was treated with three doses of 1500mg of dalbavancin [dalbavancin] via intravenous route at injection disease outpatient department. She also received treatment with cipro [ciprofloxacin hydrochloride] and azithromycin [azithromycin] for 7 days, amoxicillin [amoxicillin] 500 mg for 21 days, which started from (B)(6) 2025 and stopped on (B)(6) 2025. On (B)(6) 2025, the patient was injected with hylenex [vorhyaluronidase alfa] to the right side of the face. The reporter assessed the causality of the adverse events in relation to the treatments as possible. Outcome at the time of the report: infection was recovering/resolving. Restylane kysse was injected to melolabial folds was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2025 from same reporter. The case upgraded to serious. Events (off label use of device and intentional device misuse) added. Suspect products (restylane kysse and restylane refyne) were added. Patient demographics, medical history, past treatment, suspect device volume, needle type, location, lot number, expire date, implant date, concomitant medications, event onset date, location, outcome, reporter causality and corrective treatment details were updated. Batch record reviews were received on 18-jul-2025.

Manufacturer narrative:
Company comment: the serious expected event of infection at implant site was considered possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. Restylane kysse was used off-label. Restylane-l, restylane kysse and restylane refyne were intentionally misused with regard to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, there have been four medical complaints reported for restylane-l with the lot number 22655, including this one. A batch record review was performed for the lot number and indicated no potential quality issues were identified during the manufacturing process of the specified batch. The batch was manufactured and released in accordance with galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are considered adequate, and no further investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.